Event description:
Healthcare professional reported, left side gel bleed. Capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates that no confirmed, complaint trends have been observed, for the event a050403 gel leak (gel bleed). The event of "capsular contracture, baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and gel bleed.

Event description:
Healthcare professional reported left side gel bleed and capsular contracture baker grade IV diagnosed by ultrasound and MRI and rupture. Device has been explanted with capsulectomy. Pathology test performed showed granuloma and calcifications. Healthcare professional later reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 the event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo evaluation: visual analysis of the photographs identified: ¿ granuloma: unable to observe since it is not related to the device. ¿ headache: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ gel bleed: not observed. ¿ calcification: observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Clarification to h.10. Related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-22359. All information has been consolidated into this report. Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 25-sep-2024. Information first received on 25/sep/2024 in duplicate mrn 9617229-2024-22359 was reported on-time. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Varied injuries: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Calcification: not observed. Headache: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Gel bleed: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b1, b5, g2, h6, h10, h11.

Event description:
Healthcare professional reported left side gel bleed, "older bleeding residues", and capsular contracture baker grade IV diagnosed by ultrasound and MRI. Patient later reported left side "implant dislocation", "implant rotation", rupture, "silicone was found in the body", and "left side axillary siliconomas". Patient also reported the following events, which are all not device-related: "headaches", ¿vision problems¿, ¿difficulty concentrating¿ and ¿can barely write an error-free sentence¿. Device has been explanted with capsulectomy. Pathology was performed which diagnosed, "chronic, partially giant-cell resorptive reaction around yellowish foreign material" and "calcifications".